Event description:
It was reported that the pump touch screen was having unspecified touch screen failures. There was no reported adverse impact to customer's blood glucose. No additional information was provided. Customer declined follow up from tandem technical support.